Event description:
It was reported that as lvp 20d low sorb ss 0.2m had air in the line. The following information was provided by the initial reporter: material no: 10010454 batch(lot) no: 19115394. It was reported that air is being pulled into line while infusion running. To assist in performing a detailed investigation, we would appreciate your assistance in obtaining information related to the question(s) below: 1. What was the date and time of the event? (B)(6) 2020-(B)(6), 2020. 2. What was the medication that was in use when the ail was seen? Hyper alimentation, lipids, and d10 with electrolytes. 3. Was a bottle or burette in use? No. 4. What were the flow rates being used? I am not sure the exact rates. They all would have been less than 30 because of the size of the baby. 5. Are you seeing tiny "champagne" bubbles or striping (air-fluid-air-fluid)? 3 of them were many tiny bubbles while one of the them had a large air bubble ~3-4 cm. 6. What are your air in line setting configurations on your pump? Is it too sensitive? There are two: 1) single bolus and 2) accumulated (which is either enabled or disabled, depending on your hospital policy). The options are 50, 75, or 250mcl. I am unsure of the configuration, called biomed and they stated they were unsure. 7. What are the ail sensors being cleaned with? Oxyvir 8. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes it was.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06/22/2020 investigation conclusion the customer reported ¿air is being pulled into line while infusion running¿. Received from the customer is one used primary set model 10010454 lot 19115394. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set. Functional testing was performed by filling the lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set via gravity. The set flowed freely and showed no signs of air entering the line anywhere throughout the set. The set was loaded into a lab pump module for an infusion test. The customer did not provide the rate or vtbi the infusion was running at during the reported event. The primary infusion was programmed at a rate of 125ml/h and 125 ml vtbi. The infusion completed with no air in line alarms and no visible air in the line throughout the tubing. Equipment used for testing performed on (B)(6) 2020: ¿ 8100 alaris system lvp #3 eq08470 (B)(6) 2021 ¿ 8015 alaris pcu 1.5 #2 eq10291 (B)(6) 2021 the device history record for primary set model 10010454 lot 19115394 was performed. The search showed that a total of (B)(4) units in 1 lot were built on (B)(6) 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of air being pulled into line while infusion running was not confirmed. The root cause of air in line could not be determined as the reported event was not replicated during internal functional and pressure testing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m had air in the line. The following information was provided by the initial reporter: material no: 10010454, batch(lot) no: 19115394. It was reported that air is being pulled into line while infusion running. To assist in performing a detailed investigation, we would appreciate your assistance in obtaining information related to the question(s) below: what was the date and time of the event? (B)(6) 2020. What was the medication that was in use when the ail was seen? Hyper alimentation, lipids, and d10 with electrolytes. Was a bottle or burette in use? No. What were the flow rates being used? I am not sure the exact rates. They all would have been less than 30 because of the size of the baby. Are you seeing tiny "champagne" bubbles or striping (air-fluid-air-fluid)? 3 of them were many tiny bubbles while one of the them had a large air bubble ~3-4 cm. What are your air in line setting configurations on your pump? Is it too sensitive? There are two: single bolus and accumulated (which is either enabled or disabled, depending on your hospital policy). The options are 50, 75, or 250mcl. I am unsure of the configuration, called biomed and they stated they were unsure. What are the ail sensors being cleaned with? Oxyvir. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes it was. If applicable, please provide the following patient demographics: patient initials ¿ n/a, age or date of birth ¿ n/a, gender ¿n/a, weight ¿ n/a, race and ethnicity ¿n/a, any relevant medical history-n/a.